Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline disconnect alarms and low flow events; however; a specific cause for these findings and a direct correlation to heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted controller event log file contained data from (B)(6) 2019 through (B)(6) 2019. On (B)(6) 2019 at 10:10:38, a pump stop event was captured due to the driveline being disconnected and the pump remained off through 10:10:49. During this time, low flow and lvad_off alarms were active. Additionally, the log file captured 66 low flow controller fault flags occurring between (B)(6) 2019 and (B)(6) 2019, when calculated flow dropped as low as 2.0 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 14 lasted for at least 10 seconds to trigger low flow hazard alarms. No other atypical alarms or events were captured. The pump maintained a speed above the low speed limit for the remainder of the log file data and appeared to be functioning as intended. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The hm3 lvas IFU and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. The hm3 lvas IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas IFU, document #100169835, rev. A is currently available. This IFU instructs the user to ¿check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿ in section 2, ¿system operations¿. Additionally, section 7, ¿alarms and troubleshooting¿, contains information regarding all system alarms, including the driveline disconnected alarm, and the recommended actions associated with them. The hm3 lvas patient handbook, document #10006136, rev. A, is also currently available. This document also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿ in section 2, ¿how your heart pump works¿. The patient handbook explains that the pump cannot run without power. Additionally, section 5, ¿alarms and troubleshooting¿ contains information regarding all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a pump stop due to the driveline being disconnected. Additional information was requested but not provided.